Event description:
It was reported that the rocket was used for predilatation prior to a stent being mounted. The balloon ruptured during inflation resulting in acute vessel closure. The pt coded and was successfully resuscitated. The rocket was easily removed from the vessel. The stent was retrieved from the coronary with a snare, but was lost in the periphery upon removal. Another rocket and stent were used to successfully complete the case. Reopro was administered and the pt was stable post procedure.

Manufacturer narrative:
Quality assurance analysis of the returned device revealed the unit wa returned in two separate pieces. A pinhole rupture was noted in the balloon. The balloon was wrinkled and scratches were noted around teh rupture location. Quality engineering was unable to determine the root cause for this incident. The most likely cause of the rupture is mechanical damage to the balloon material. The report does not indicate the pressure at which the rupture in the stent occurred. There is no indication in the complaint that any device defects were noted during preparation. A review of the device mfg records for this product lot was conducted and non-conformities were noted. Quality engineering determined that no corrective action is warranted at this time. All acs rocket balloons are pressure tested prior to packaging and are visually inspected for damage to verify balloon integrity. In addition a sample from each lot is tested to failure to evaluate rated burst pressure. This MDR is considered closed by the quality assurance department.